Manufacturer narrative:
The following fields have been updated with corrected information: b5: describe event: "false positive" corrected to "false negative". Investigation summary: bd quality initiated an investigation on customer claim of false negative results on affirm catalog # 446252, batch # 3346388. Batch history review was performed on the finished product and its components with satisfactory results. In process and qc testing were within specifications. Visual inspection was performed on retention samples with satisfactory results. Functional and specificity testing was also performed on retention samples with satisfactory results. This complaint was unable to be confirmed for affirm false negative results. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd affirm¿ vpiii microbial identification test, an unspecified number of patient samples were either candida sp. Or gardnerella false negative. Customer may perform a wet prep to confirm presence of yeast, and may send specimens for pap smears or "next gen" testing. Customer did not know if confirmatory testing was done for all questionable results. No patient impact was reported.

Event description:
It was reported that during use of the bd affirm¿ vpiii microbial identification test, an unspecified number of patient samples were either candida sp. Or gardnerella false positive. Customer may perform a wet prep to confirm presence of yeast, and may send specimens for pap smears or "next gen" testing. Customer did not know if confirmatory testing was done for all questionable results. No patient impact was reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.